Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed and the root cause could not be determined. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6), 2010 according to the complainant, during the procedure the cut wire snapped; no part of the wire fell into the patient. The the procedure was completed with another jagtome rx sphincterotome. There were no patient complications reported as a result of this event.